Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that one thread from the pack had the needle completely detached from the thread even before they tried to pull it out. No further information has been received.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code batch regarding the same issue, closed as not confirmed after the analysis. We manufactured 4,824 units of this code batch that were mostly distributed in the market. There were 36 units in stock that have been used to analyze the case. We have received a picture from the customer with evidence of needle detachment. Moreover, 36 units have been received from stock. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received from stock, and the results fulfill the requirements of the european pharmacopoeia (ep): 0.61 kgf in average and 0.40 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). One low value in 15 tested units is accepted according to the ep requirements. However, taking into account that there are previous complaints of this code batch, and that the customer has sent a picture with evidence of needle detachment, we consider the case as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the picture received and that there are previous complaints, we conclude that the complaint is confirmed by evidence. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.